Event description:
Customer alleged there was a burning smell with the motor that drives the jets. No injury alleged.

Manufacturer narrative:
(B)(4) - RMA (B)(4) has been initiated for this issue. Model ih3652g, (B)(4) is approximately 2 years 6 months old. The owner's manual part number 1167457 was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The owners manual states on page 31, "every six months or as necessary have a qualified technician perform a thorough inspection and servicing. Routine maintenance will extend the life and efficiency of your tub". This device is utilized by (B)(6). The dealer stated that there was a burning smell from the motor that drives the jets. When the facility tries to fill the tub, it will shut off and you have to turn the water back on. Replacement parts, control box and jet motor sent on order #(B)(4). Original parts are to be returned to invacare for an inspection and evaluation. No injury.